Event description:
It was reported that during a preventative maintenance call that the stenoscop system would not product x rays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
It was found that when the system interconnect cable was held in certain positions, which would occur when the c arm was moved to certain positions, connections would open and the system would not x ray. The cable was replaced. The system was tested and found to be working as intended and placed back into service.